Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liquid was observed outside the filling site (elastomer) of a large volume infusor. The device had been filled with ropivacaine. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured august 25, 2021 to august 26, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liquid was observed outside the filling site (elastomer) of a large volume infusor. The device had been filled with ropivacaine. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bladder and the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. The blue cap was hand tightened and a functional leak test was performed, and no signs of a leak were observed. Based on the analysis finding, the infusor device was determined to be conforming product. The reported condition of leak was verified. The cause of the reported condition was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.